Manufacturer narrative:
The sample for this complaint was not returned; therefore an evaluation could not be performed. However the device history records for the lot were reviewed; no nonconformities were noted during production of the lot. All specification requirments were met. At this time, jjpi considers this file closed.

Event description:
The valve was not functioning, it would not shunt the fluid. The valve was revised and replaced.